Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 86.1 cm. Visual and x-ray examination found the lead insulation damaged and the inner coil bunched at 23.0 to 25.5 cm from the connector pin due to procedural damage. A test guidewire could not be fully inserted due to this. No conductor fractures or internal shorts were noted. The reported events of insulation damage and guidewire failure to advance were confirmed and attributed to procedural damage and the reported event of dislodgement was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon review, the left ventricular lead was dislodged and exhibited insulation damage. The physician noted that the guide wire could not be advanced into the lead. The physician explanted and replaced the lead. The patient was in stable condition.